Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has damaged bearings. It is unk if the device was used in surgery and if injury or medical intervention occurred. There was no additional info provided.